Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of device breakage ("the pet fibers did not come out with the coils when it was removed") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression") and complication of device removal ("the pet fibers did not come out with the coils when it was removed"). The patient was treated with surgery ((B)(6) 2018 she had surgery to remove the essure implant). At the time of the report, the device breakage, genital haemorrhage, headache, depression and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, depression, device breakage, genital haemorrhage and headache with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("the pet fibers did not come out with the coils when it was removed") and genital haemorrhage ("heavy bleeding") in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), depression ("depression") and complication of device removal ("the pet fibers did not come out with the coils when it was removed"). The patient was treated with surgery (on (B)(6) 2018 she had surgery to remove the essure implant). At the time of the report, the device breakage, genital haemorrhage, headache, depression and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal, depression, device breakage, genital haemorrhage and headache with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.